Event description:
Customer reportedly received results of 288 mg/dl and 79 mg/dl within 10 minutes on the advantage system. Customer reports feeling dizzy, hungry, and nauseous with these results; self treated with soup and felt better. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.